Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issues connecting to the insulin pump. The customer's blood sugar was 400mg/dl. Trouble shooting was performed and found the transmitter did not blink when it was connected to sensor. Advised to connect the watertight tester and watch for the green led to blink several times on the transmitter. Customer states the led blinked on and off. Explained prolonged pressure on site may impact sensor performance. Advised to select insertion site that is free from scarred or hardened tissue, or where the body naturally bends a great deal. Advised upon inserting to check that sensor is fully inserted into skin. Advised to return the sensor for analysis. Sensor will be replaced. Customer declined trouble shooting for the insulin pump. Customer declined to trouble shoot for high blood glucose since they were able to deliver insulin using the insulin pump and their blood glucose are now 94mg/dl.